Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip replacement 5 years ago; ever since she has been experiencing pain and difficulty walking. Patient stated her doctor said she has excessive levels of chromium and cobalt in her blood.